Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: the keypad cover was peeling up at the contrast button. The up keypad button was intermittently responsive. Upon removal of the keypad cover, contamination was observed under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.